Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) longevity estimate at the clinic visit was shorter then the recent remote transmission estimate due to a programmer software estimator error. It was noted the different between the two estimates was years. The programmer remains in use. No patient complications have been reported as a result of this event.